Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Simulated use testing was performed including testing in a vibration environment. Burn-in and functional testing was also completed and the unit was returned to the end user after it tested within specifications.

Event description:
Pt was being supported by an impact 754 portable ventilator system in ambulance transportation when the user reported the ventilator screen read "vent failure" and the ventilator stopped working. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the pt was manually ventilated. We have submitted this as a serious injury event because back-up ventilation equipment was necessary to preclude permanent impairment or damage due to the unexpected device activity.